Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low illumination in both ports before a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the illumination module ports. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 28, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the event can be attributed to dirty illumination ports of the illuminator. However, how and when the ports became dirty cannot be determined conclusively. (B)(4).